Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a placement signal not reliable alarm appeared during impella 5.5 support. During the automated impella controller (aic) to aci transfer, the power cable was not completely plugged in. The alarm was disabled and support continued without interruption. The staff was advised on how to monitor support without the placement signal. The issue was resolved. No patient harm was reported.

Event description:
It was further reported that the patient expired 3 days after explant. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of optical signal issue been completed. No product was returned for evaluation. Data logs were reviewed and lt of second console using during case shows a sudden change in optical parameters consistent with an air gap at the pump impella plug with psnr alarm triggered. Optical parameters and psnr alarm resolved after approximately 5 hours. Clinical details noted a psnr alarm was noted and during aic to aic transfer, power cable was not completely plugged in. Issue resolved once plug was inserted fully. The cause of the optical signal issue was most likely due to an air gap at the impella plug per clinical details and data log analysis. B1 revised to include adverse event based on the additional information received. B5 updated based on additional information received. D6b explant date added. H1 revised based on the additional information received. H6 revised based on the additional information received.